Event description:
Info received from canada affiliate, translated from dr's letter (in french) "in the last month met with pts with infections associated with the presence of tubes. Pts were treated with antibiotic drops and controlled after one month. Three pts have their tubes migrating in middle ear and tm were closed. Dr pulled out under general anesthesia one tube.